Manufacturer narrative:
The device was manufactured september 19, 2014 - september 20, 2014. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, normal flow was observed from the device. A functional flow rate test was then performed and revealed that the flow rate of the device met specification. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred after filling with 10ml bleomycin in normal saline to a total fill volume of 200ml. There was no patient involvement. No additional information is available.